Manufacturer narrative:
(B)(4). Device evaluated by MFR. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous distal left anterior descending artery. The 2.5 x 8mm apex monorail balloon catheter was inflated and ruptured at 8atms. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.